Manufacturer narrative:
The creatinine plus ver.2 reagent lot number was 864018. The expiration date was not provided. The field service engineer found that the rinse tube on the station was blocked with dust, which was deposited by the air conditioning unit. He flushed and wired the rinse tubes and the nozzles on all stations. He adjusted the rinse levels, the cell blank, and the cuvette water level, as it was low. He then adjusted the gear head pressure and the rinse water. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with the creatinine plus ver.2 assay on a cobas 8000 c702 module. Initial result of the original patient sample: 239 umol/l. Result of a new patient sample: 49 umol/l. Repeat result of the original patient sample: 53 umol/l.

Manufacturer narrative:
The field service engineer checked the instrument and found that the probe alignments and the rinse and vacuum were within specifications. He reseated the tubes on the rinse. Precision studies were performed, and the instrument was checked, and they were within specifications. The issue was resolved in a reasonable and commonly trained manner. No further issues were reported after the service visit. The root cause was consistent with a hardware-related issue.